Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that not able to deliver insulin form the insulin pump and experienced high blood glucose level. The patient¿s blood glucose level was 400 mg/dl. The customer stated that bolus was not programmed and that she is not able to deliver insulin for the pump. Customer like to program bolus and successfully delivered bolus. Customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.